Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio xt for 11 of the 14 days prescribed. It is unknown if the patient has a history of reactions to medical adhesive or sensitive skin. The cause of the reported event cannot be determined. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
It was reported that a patient developed a skin infection under the xt monitor. As a result, the device was removed, and the patient was prescribed oral antibiotics and a cream as part of post-care. Irhythm made several attempts to follow up with the patient to obtain additional information but with no result. No further information was provided.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.